Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device deliver any staples or a cut line? If yes, were there any issues with the staple line (malformed staples, incomplete staple line, etc.)? If yes, was the staple line complete? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What caused the bleeding that was reported? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? It was stated that the ¿surgeon removed the clamp manually but with difficulties.¿ did the jaws of the device eventually open? If no, how was the device removed from the tissue? What color cartridge was being used? How long was the procedure prolonged and was there any patient consequence as a result? Why was manual suturing required to complete the procedure? Were there any other patient consequences or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). Additional information: the ple60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastric resection procedure, at the fourth stapling, the clamp is blocked. The surgeon has removed the clamp manually but with difficulties. The procedure was completed by manual suture. Noted this was a longer procedure and bleeding was reported.